Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal result. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the meter issue began on (B)(6) 2015 and on (B)(6) 2015 obtained results of "269 and 317mg/dl" and on (B)(6) "306mg/dl" on the subject meter. The patient manages her diabetes with humalog insulin via an insulin pump and increased the dose of her medication in response to the alleged meter issue. The patient claimed that "six weeks" prior to contacting lifescan she had developed symptoms of "sweaty, dizzy and nauseous" and that on (B)(6) 2015 she received advice from her healthcare professional to "trust the meter results". The cca noted during troubleshooting that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury as a result of an alleged inaccuracy with the subject device.